Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while using a spectrum pump a nurse received a shock up the total length of the nurse's arm. It was also reported that the nurse may have been wearing wet gloves. There was no injury to the nurse or medical intervention associated with this event. It is unknown if there was a patient connected to the device when this event occurred. No additional information is available.